Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A nurse contacted global technical services (gts) regarding assistance with therapy. The nurse stated that the doctor wanted her to change the solution strength. The nurse disconnected and switched the heater bag with the supply bag. Gts explained that if the nurse disconnected any bags, the supplies were compromised and the nurse would need to start the therapy over with new supplies. The nurse stated, the doctor had been changing the concentrations and wanted the patient to have continuous therapy. Product surveillance contacted the patient's nurse. According to the nurse, the patient has been fine and was seen in clinic recently. No patient injury or medical intervention associated with this event was reported.